Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation and is pending evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the cause cannot be determined; however, patient factors and progression of valvular disease may have contributed to the event. A supplemental MDR will be submitted upon completion of device evaluation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 21mm aortic pericardial valve, implanted approximately four (4) years, three (3) months, was explanted due to aortic stenosis and regurgitation secondary to pannus formation. This device was explanted and replaced with a 21mm aortic pericardial valve with no adverse patient effects reported as a result of the valve replacement. The condition of the valve at explant was reported as ¿pannus formation was heavily encroaching on the side which corresponds to non-coronary cusp and left coronary cusp, and it appeared restricting entire mobility of the leaflets.¿ the patient status was reported as ¿under treatment¿ at ICU. The doctor commented that this explant was not due to the malfunction of the device, however, he would like to know the condition of the valve as pannus formation was detected after approximately four years post-implant.

Manufacturer narrative:
Device evaluation: heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and moderate at the outflow aspect. Host tissue formed a ring on the surface of the leaflets at the inflow aspect. Leaflet 1 near commissure 1 was observed to be folded toward outflow aspect due to host tissue growth. Host tissue restricted leaflet mobility and led to stenosis. X-ray demonstrated minimal calcification nodules at leaflets 1 and 2. It was unable to be determined if the calcification was located on the host tissue or leaflets. Serrated markings were observed on the surface of leaflets 2 and 3 near commissure 3 on the outflow aspect. Sewing ring was observed to be cut near leaflet 1. Exposed wire was observed near leaflet 1 on the inflow aspect. Sutures remained attached around sewing ring. Customer complaint of stenosis and pannus formation were confirmed. Report of regurgitation could not be confirmed through visual observations. Host tissue restricted leaflet mobility and led to stenosis. Based on the information received the cause cannot be determined; however, patient factors and progression of valvular disease may have contributed to the event.